Manufacturer narrative:
The insulin pump passed the displacement test and the rewind test. The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 120 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.